Event description:
A us distributor reported that an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the cable connecting ecgs c and d was pulled from the strain relief, damaging cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. Investigation underway.  See (B)(4). No adverse event resulted from the damaged belt.